Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and multiple shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). All therapy available was delivered during one of the episodes. No additional adverse patient effects were reported. This device remains in service.